Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial #: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 05-oct-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 100 mcg/ml of baclofen at 58 mcg/day and 8.6 mg/ml of dilaudid at 0.50 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that during a pump replacement procedure on (B)(6) 2019 the physician noticed the pump segment appeared damaged. The patient had not reported any change in drug delivery. The physician was unable to get cerebrospinal fluid (csf) return from the cather access port (cap) during the procedure. It was reported that the catheter seemed broken and medication was leaking into the pocket in the patient. Csf aspiration from pump segment was unsuccessful. The spinal segment had a good csf return. Regarding any environmental/external/patient factors that may have led or contributed to the issue, it was indicated no events were reported, the patient had the catheter since 2006. The pump segment of the catheter was replaced during the pump replacement ((B)(6) 2019) and it was indicated the explanted portion of the catheter would be returned to the manufacturer for analysis. Aspiration of csf via the cap was successful once the pump segment was replaced. It was reported the issue was resolved at the time of the replacement, (B)(6) 2019. The patient's status was provided as alive - no injury. Additional information was received from a company representative on 2019-jul-23 indicated this was a normal pump replacement and the catheter was being sent back for analysis. No further complications were reported.

Manufacturer narrative:
Product ID 8711 lot# serial# (B)(4) implanted: (B)(6)2006-explanted: (B)(6)2019 product type catheter.analysis identified abrasions on the catheter body that did not affect infusion. (B)(4). If information is provided in the future, a supplemental report will be issued.